Event description:
It was reported that when using the bd pyxis¿ medstation¿ es med2 remote manager indicated a failed drawer and lock failure, suspected to involve a narcotic medication (lorazepam). The user attempted to obtain an inventory count report; however, this was not possible due to an error stated the drawer required maintenance and the bus was undetected. As a result, none of the medications located in the remote manager were accessible. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-nov-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that printer failed to print and was unable to feed label stock, with attempts to unlock and correct the feed issue unsuccessful. A field service engineer (fse) replaced the printer to resolve the issue and validated the printer by performing internal printer test prints and printing a sample label. The system functioned as intended after the field service engineer repaired the device.